Event description:
During evaluation and service of a n-550 unit at the tyco healthcare service center germany on 05/19/2006, the service technician reported that alarm sound was strained. Audio volume remained functional.